Event description:
It was reported while using bd facscanto¿ ii facsflow under pressure sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: customer had a huge leakage after switch from sheath to water as hts supply. 1.was the leaked fluid contained within the instrument ? Not contained. 2.was the leaked fluid biohazardous or non-biohazardous? Non-biohazardous. 3.was the leaked fluid spraying under pressure? Yes under pressure, it was facsflow.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported complaint on a spray of fluid not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 06apr2020 to 06apr2021. Complaint trend: the only complaint related to a spray of fluid not contained within the instrument is this one; date range from 06apr2020 to 06apr2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument is due to a disconnected connector. The customer reported that the leak started after they switched from facsflow to water, and came from the hts. An fse (field service engineer) was brought onsite to perform the repair and the customer suggested checking the sheath connectors in case they were disconnected. The fse confirmed the issue to be from a disconnected connector, plugged the connector back in, and the instrument was tested and performing as expected. No parts were requested for evaluation as there were no replaced parts. Although this incident occurred while using patient samples, no diagnosis was performed due to the leakage and the patient was not harmed in any way. In this incident the leaked fluid was facsflow and thus did not pose a risk of biological contamination. Additionally, the spray of fluid from the instrument was not strong enough to significantly increase the risk of exposure to the customer. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4). Install date: 22apr2010. Defective part number: n/a. Work order notes: subject / reported: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - leakage after switch from sheath to water as hts supply problem description: customer had a huge leakage after switch from sheath to water as hts supply. Work performed: connectors plugged in again cause: unknown, but probably a connector did not close correctly and therefore flow had expired. Solution: connectors plugged in again - now there are no more errors and nothing leaks anymore - hts works normally. Where will be closed. Internal notes: tobias raabe 2021-04-06 15: 05: 07z: closed,the customer asked to check the sheath connector and, if necessary, to plug it in again (maybe it no longer locked itself): now everything worked without problems and leakage. Case can be closed. Tobias raabe 2021-04-06 14: 58: 49z: further action, helpdesk-await customer response. The liquid probably came from the hts, but it can't say that 100%. Only one hts prime was running (not much liquid is actually used here). Tobias raabe 2021-04-06 14: 57: 38z: further action, helpdesk-await customer response. The problem occurred after switching from flow to water hts supply and a lot of flow leaked. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the leakage is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. Item: 4. Quick disconnect function: 4.1 connects tubing to filters and fluid tanks potential failure mode: 4.1.2 not connected potential effect(s) of failure: 4.1.2.1 sheath line not connected to instrument or wet cart potential cause(s)/mechanism(s) of failure: pressure build up in line to sheath pump. Line pops off pump and leaks fluid inside wet cart. Current controls: user observation of leak recommended actions: 1. Install bypass regulator to limit pressure. 2. Replace knf pump by hargraves pump severity: 8 occurrence: 4 detection: 1 rpn: 32 mitigation(s) sufficient yes . No. Root cause: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to a loose connector. Conclusion: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to a loose connector. During the fse¿s visit, the customer suggested readjusting the sheath connector and upon reconnecting it, the instrument no longer leaked. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto" ii facsflow under pressure sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: customer had a huge leakage after switch from sheath to water as hts supply. Was the leaked fluid contained within the instrument ? Not contained. Was the leaked fluid biohazardous or non-biohazardous? Non-biohazardous. Was the leaked fluid spraying under pressure? Yes under pressure, it was facsflow.